Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by christensen cp, jacobs ca in orthopedics. 2013 dec;36(12):e1538-43. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03160 which referenced a journal article written on a study that this patient took part in. (B)(4).

Event description:
Information was received based on review of a journal article titled, "clinical comparison of tha with a standard-length or short femoral component" christensen, c. Et al. Healio.com/orthopedics, search 20131120-19 (2013) doi: 10.3928/01477447-20131120-19. It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to a periprosthetic fracture after patient slipped. The femoral stem was removed and replaced.